Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer called regarding eakin seal and that she was having leakage and bleeding to skin after several wafer changes. Spoke with enduser and she reports that she started using new shipment of eakin seals friday and noted they are white in color; thinner; softer; and almost granular looking. She had to change wafer at least 6 times in 24 hours.